Event description:
It was reported to boston scientific corporation in 2008, that a resolution clip device was used in a colonoscopy procedure the day prior. According to the complainant, during the procedure, "the clip did not break free." No patient complications were reported as a result of this event.

Manufacturer narrative:
The suspect device has not been returned, thus an evaluation has not been performed. The cause of the reported malfunction is undetermined. The may 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.